Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of ischemia, "blotchiness" and blanching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contra-indications - do not inject into the blood vessels (intravascular). Undesirable effects: the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: staining or discolouration of the injection site.

Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in the cheeks and nasolabial folds pt developed "immediate blanching at the right nasolabial fold that spread across the nose a few minutes later. It then seemed to progress over to the left cheek". Pt was treated with hyaluronidase with some resolution, "but the skin [is] still blotchy".